Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the hospital with no pacing. Interrogation revealed that the device was in back-up mode.